Event description:
A customer reported a malfunction alarm with a fault identification code. There was no information provided regarding the impact on the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction code did not recur.